Manufacturer narrative:
The reported event that the tip of the device is broken off was confirmed through the visual inspection. Any physical impact to the pointer can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during service testing the tip of the device was identified as broken off. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during service testing the tip of the device was identified as broken off. No adverse consequences or procedural delays were reported with this event.